Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log and during functional testing. The root cause of the tcmid:05 error was determined to be the malfunctioning lm34 temperature sensor and pic-16 circuit board, possibly due to failed components. During visual inspection of the thermogard console, no physical damage was observed. Reviewing the console's event log revealed several tcmid:05 (coolant diff failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard system powered on without issues and ran for about one hour. However, it failed the functional testing as the console displayed a tcmid:05 error message, confirming the reported complaint. Replacement of the malfunctioning lm 34 temperature sensor and pic-16 circuit board resolved the issue. Subsequently, the thermogard system ran for multiple days with no errors or faults. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the rewarming phase of the ivtm therapy, the thermogard xp ivtm system (B)(6) displayed a tcmid:05 (coolant diff failure) error message. Several minutes later, the customer rebooted the system, but the issue wasn't resolved. The customer completed the treatment with another zoll thermogard console. No patient injury was reported.